Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Date of infection is not known. This report is for four (4) unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a veterinary case. There was no human patient involvement. It was reported that on (B)(6) 2017, a canine underwent a combination tibial plateau leveling osteotomy (tplo) and cranial closing wedge osteotomy (ccwo) of the tibia due to medial patella luxation (mpl) and cranial cruciate ligament rupture (cclr). About 2 weeks post op, the canine developed a wound around the pins and tension band. At 4 weeks post-op, the surgeon had intended to shorten the pin and addressed the wound. However, upon sedation the canine had a recurrence of mpl due to tibial tuberosity fragment shifting such that the proximal/patellar tendon attachment was more medial and the distal portion was more lateral than the position of initial reduction. A revision procedure was performed at that time and the tibial tuberosity fragment was returned to its original position and secured with three (3) pins and two (2) tension bands instead of two (2) pins and one (1) tension band. A culture was obtained and antibiotics were administered. Shortly after, the canine seemed to be lame. Radiographs on an unknown date revealed a torn figure of eight wire. At 6 weeks revision post-op, radiographs revealed two (2) of the screws had broken. As the bone had not yet sufficiently healed, a revision was post-poned. The bone healed from december 2017 to february 2018. In (B)(6) 2018, the wound developed around the plate and the plate was intermittently visible and covered by infected wounds. The wound was managed as an open wound until healing progressed to the degree that explantation was reasonable. Radiographs taken in late (B)(6) 2018 revealed the bone to be 85-90 percent healed. Explantation was done on (B)(6) 2018. During the removal procedure, it was noted that one screw appeared to be ¿sketchy¿ and the other screw looked like it was about to break. There was no surgical delay reported. The surgery was completed successfully. Patient was splinted for six (6) weeks post-operative. This report is for 4 unknown screws. This is report 8 of 8 for (B)(4).